Event description:
Customer reported that nursing home patient's blood glucose levels may have been tested at the nursing home with an unknown device and given insulin. Results of the test were not known. Paramedics were called and patient was tested with their device and received a "lo" reading. Paramedics treated the patient with dextrose. Patient later went into cardiac arrest and died. Customer was not directly involved with the patient and did not have any additional information. Follow-up calls were made to obtain information pertaining to the nursing home and details of the event but the customer refused to release any additional information. Customer did not provide the necessary information to assess the role of the device in the incident however no allegations of a malfunction were made.